Event description:
On march 8, 2010 (B) (4). Technical support received a customer concern from (B) (6) hospital - (B) (6) for a tono-pen. He requested that the tono-pen be checked for accuracy because a pt went blind after being tested and indicated that they suspected that the doctor did not use the tono-pen correctly. An RMA # (B) (4) was logged and issues to the customer, with a request to send the unit to the address on the RMA, to the attention of (B) (4) technical support at (B) (4). Ongoing investigation of the serial number showed that the unit was never serviced by (B) (4)., built and sold in 2001 by medtronic before the sale of the product line to (B) (4).